Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the nurse, the patient did not experience any complications following the procedure. The physician last saw the patient in (B)(6) 2012 and the patient was "doing fine" at this time. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.